Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid artery stenting procedure, a physician attempted to use a protege rx self expanding stent to treat a plaque target lesion in the mid segment of the common carotid artery with chronic total occlusion (100% stenosis) and moderate calcification. A 5mm spider fx embolic protection device was used. It was reported that the stent partially deployed during sheath removal. The device was replaced with a new stent to complete the procedure. The patient was reported to be alive with no injury, and no patient symptoms or complications were reported as a result of this event.